Manufacturer narrative:
Two unused company cartridges were returned in the opened pouches. The unused company cartridges were microscopically examined with no damage or abnormalities observed. The loading areas and the cartridge tips were measured and verified to meet specifications. The associated products were not provided. It is unknown if qualified associated products were used. No problem was found with the returned unused company cartridges. The cartridges were measured and verified to meet specifications. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of loading area of the cartridge was small, making it difficult for forceps to push in, and the tip was small, making it difficult for intraocular lens (iol) to be injected. There was no patient harm. Additional information has been requested.